Event description:
Siemens was notified on (B)(6) 2012, that a flat panel positioner collided with the zxt table while the positioner was in parked position, and the system did not generate a motion stop. There is no injury reported for this occurrence

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012 and this MDR is being mailed on (B)(4) 2012. The collision detector is not designed to issue a motion stop when light contact forces are produced with the couch. The actuation force is specified as minimum 26n and maximum 289n. However, siemens' investigation into the reported occurrence is on-going. Follow-up to the FDA will be submitted upon completion of the investigation.